Event description:
It was reported that patient called today and said she hasn't recharged her device in a while, nonspecific and needs a restart. Ins was overdischarged. Rep will see her monday 12/5 at her pain managers office. Additional information was received from a rep. Caller was currently working on the 3rd prm recovery and reviewing options for patient to get a full body MRI. Rep said device has been charging for 2 hours but implant is still at 0-25%. Rep said she tried connecting 20 minutes ago but the device didn't have enough power. Reviewed with rep that since device gave por, then implant is off, however if system can't go into MRI mode, then patient would have to rely on operative report to qualify for full body MRI. Rep will have patient recharge some more and maybe even do it at home. Additional information was received from the rep. Rep clarified that the battery was unable to retain charge after the 3rd charge cycle. They charged an additional 2 hours and would not retain charge. Overdischarge was not resolved. Patient has a follow up appointment on (B)(6) 2022. Rep plans to meet with patient's nurse practitioner to discuss obtaining an operative report and/or x-rays to confirm placement. Additional information was received from the rep. Rep reported that the battery was replaced on (B)(6) 2023

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.